Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative replaced power cord and fuses. An arcing was found on plug. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspected parts has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, imaging system was making a "unplugged beep" sound when the mobile view station (mvs) of the imaging system was plugged into a power outlet. Representative mentioned that the power cord had cosmetic damage near the plug. There was no patient present at the time of the issue.